Event description:
It was reported that during a right ankle arthroscopy with open lateral stabilization repair, this anchor would not deploy and pulled out of the bone hole. A second anchor was placed in the same hole. It was reported that the procedure was completed as intended without injury to the pt.

Manufacturer narrative:
Investigation findings: the device was received for the eval without the anchor ring and therefore, an investigation was unable to determine the cause of the reported failure. A review of product history for the past 2 years shows no other similar reported problems for this failure mode. The info for use provide with this product warns the user of the following: use care to properly align the inserter with the bone hole while inserting the anchor into the bone hole. Do not bend or twist the inserter during insertion as damage to the cartridge or incomplete insertion may result.